Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification in relation to the reported symptom of " constant upstream occlusion" which was reproduced by running a loaded set. Evaluation confirmed the reported symptom "constant upstream occlusion" through component causality of a failed upstream sensor and low ultrasonic readings with a fluid filled set. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no pt involvement.